Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and autoimmune disorder ("auto-immune disorder") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraines"), autoimmune disorder (seriousness criterion medically significant) and alopecia ("hair loss"). The patient was treated with surgery (underwent a hysterectomy(removal of essure coils ,uterus and cervix)). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, back pain, dyspareunia, migraine, autoimmune disorder and alopecia was resolving. The reporter considered abdominal pain, alopecia, autoimmune disorder, back pain, dysmenorrhoea, dyspareunia, menstrual disorder and migraine to be related to essure. The reporter commented: plaintiff sought medical treatment regarding the aforementioned symptoms. Plaintiff has been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: fallopian tubes were occluded. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and autoimmune disorder ("auto-immune disorder") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraines"), autoimmune disorder (seriousness criterion medically significant) and alopecia ("hair loss"). The patient was treated with surgery (underwent a hysterectomy(removal of essure coils ,uterus and cervix)). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, back pain, dyspareunia, migraine, autoimmune disorder and alopecia was resolving. The reporter considered abdominal pain, alopecia, autoimmune disorder, back pain, dysmenorrhoea, dyspareunia, menstrual disorder and migraine to be related to essure. The reporter commented: plaintiff sought medical treatment regarding the aforementioned symptoms. Plaintiff has been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: results: fallopian tubes were occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)'), uterine perforation ('perforation of the posterior low uterine segment with dilation'), endometritis ('endometritis'), salpingitis ('bilateral focal salpingitis') and abdominal pain ('severe abdominal pain/pain: abdominal pain') in a 32-year-old female patient who had essure (batch no. 624475) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included postpartum depression and endometriosis. Concurrent conditions included uterine bleeding, vaginal prolapse, arthritis, joint pain, muscle pain and fatigue. Concomitant products included fluoxetine and ibuprofen. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), fibromyalgia ("auto-immune disorder: fibromyalgia"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and pelvic pain ("pelvic pain"), 6 months after insertion of essure. On (B)(6) 2018, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain/pain: back pain"), migraine ("migraines"), headache ("headaches") and arthralgia ("joint pain"). The patient was treated with surgery (she underwent a hysterectomy (removal of essure coils ,uterus and cervix)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation, endometritis, salpingitis, headache, pelvic pain and arthralgia outcome was unknown, the abdominal pain, dysmenorrhoea, menstrual disorder, back pain, migraine, fibromyalgia and alopecia was resolving and the dyspareunia, vaginal haemorrhage and menorrhagia had resolved. The reporter provided no causality assessment for endometritis, salpingitis and uterine perforation with essure. The reporter considered abdominal pain, alopecia, arthralgia, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fibromyalgia, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff sought medical treatment regarding the aforementioned symptoms. Plaintiff has been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: uterine perforation, salpingitis, pelvic pain, anxiety, fibromyalgia, lower abdominal pain, menorrhagia, abnormal bleeding, hair loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)'), uterine perforation ('perforation of the posterior low uterine segment with dilation'), endometritis ('endometritis'), salpingitis ('bilateral focal salpingitis') and abdominal pain ('severe abdominal pain/pain: abdominal pain') in a 32-year-old female patient who had essure (batch no. 624475) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included postpartum depression and endometriosis. Concurrent conditions included uterine bleeding, vaginal prolapse, arthritis, joint pain, muscle pain and fatigue. Concomitant products included fluoxetine and ibuprofen. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), fibromyalgia ("auto-immune disorder: fibromyalgia"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and pelvic pain ("pelvic pain"), 6 months after insertion of essure. On (B)(6) 2018, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain/pain: back pain"), migraine ("migraines"), headache ("headaches") and arthralgia ("joint pain"). The patient was treated with surgery (she underwent a hysterectomy (removal of essure coils ,uterus and cervix)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation, endometritis, salpingitis, headache, pelvic pain and arthralgia outcome was unknown, the abdominal pain, dysmenorrhoea, menstrual disorder, back pain, migraine, fibromyalgia and alopecia was resolving and the dyspareunia, vaginal haemorrhage and menorrhagia had resolved. The reporter provided no causality assessment for endometritis, salpingitis and uterine perforation with essure. The reporter considered abdominal pain, alopecia, arthralgia, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fibromyalgia, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff sought medical treatment regarding the aforementioned symptoms. Plaintiff has been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: uterine perforation, salpingitis, pelvic pain, anxiety, fibromyalgia, lower abdominal pain, menorrhagia, abnormal bleeding, hair loss, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received. New event joint pain was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)"), uterine perforation ("perforation of the posterior low uterine segment with dilation"), endometritis ("endometritis"), salpingitis ("bilateral focal salpingitis") and abdominal pain ("severe abdominal pain/pain: abdominal pain") in a 32-year-old female patient who had essure (batch no. 624475) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included postpartum depression. Concurrent conditions included uterine bleeding and vaginal prolapse. Concomitant products included fluoxetine and ibuprofen. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), fibromyalgia ("auto-immune disorder: fibromyalgia"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and pelvic pain ("pelvic pain"), 6 months after insertion of essure. On (B)(6) 2018, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain/pain: back pain"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (she underwent a hysterectomy (removal of essure coils ,uterus and cervix)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation, endometritis, salpingitis, headache and pelvic pain outcome was unknown, the abdominal pain, dysmenorrhoea, menstrual disorder, back pain, migraine, fibromyalgia and alopecia was resolving and the dyspareunia, vaginal haemorrhage and menorrhagia had resolved. The reporter provided no causality assessment for endometritis, salpingitis and uterine perforation with essure. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fibromyalgia, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff sought medical treatment regarding the aforementioned symptoms. Plaintiff has been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: uterine perforation, salpingitis, pelvic pain, anxiety, fibromyalgia, lower abdominal pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)"), uterine perforation ("perforation of the posterior low uterine segment with dilation"), endometritis ("endometritis"), salpingitis ("bilateral focal salpingitis") and abdominal pain ("severe abdominal pain/pain: abdominal pain") in a 32-year-old female patient who had essure (batch no. 624475) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included postpartum depression. Concurrent conditions included uterine bleeding and vaginal prolapse. Concomitant products included fluoxetine and ibuprofen. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), fibromyalgia ("auto-immune disorder: fibromyalgia"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and pelvic pain ("pelvic pain"), 6 months after insertion of essure. On (B)(6) 2018, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain/pain: back pain"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (she underwent a hysterectomy (removal of essure coils ,uterus and cervix)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation, endometritis, salpingitis, headache and pelvic pain outcome was unknown, the abdominal pain, dysmenorrhoea, menstrual disorder, back pain, migraine, fibromyalgia and alopecia was resolving and the dyspareunia, vaginal haemorrhage and menorrhagia had resolved. The reporter provided no causality assessment for endometritis, salpingitis and uterine perforation with essure. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fibromyalgia, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff sought medical treatment regarding the aforementioned symptoms. Plaintiff has been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: uterine perforation, salpingitis, pelvic pain, anxiety, fibromyalgia, lower abdominal pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2019: reporter information was added. This case concerns 31 year old patient. Her demographic was updated. Her concurrent conditions were added. Her lab data was added. Essure indication was amended. Essure insertion date was updated. Essure lot number was added. Her concomitant medications were added. Per medical record following events: perforation of the posterior low uterine segment with dilation) and endometritis). Per plaintiff fact sheet following events: perforation (fallopian tube), auto-immune disorder: fibromyalgia, abnormal bleeding (vaginal, menorrhagia) and headache were added. She had recovered form following events: abnormal bleeding, pain during intercourse, autoimmune ¿ fibromyalgia and recovering from alopecia. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.